Manufacturer narrative:
There are no reports of system or component failure. Surgical intervention was performed per patient request to improve usability of the system. Implanted components were replaced due to handling damage during the procedure.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 after having successfully completed both a trial and wear study with nalu. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the cluneal nerve to treat back pain. After the implant, the patient reported difficulty with placing the therapy discs in the appropriate location to achieve consistent communication between the discs and the ipg due to the location of the ipg. Patient requested to have the ipg repositioned more cephalad to allow for easier placement of the external devices. On (B)(6) 2024 a surgical procedure took place in which the ipg was intended to be repositioned. During the procedure the device was damaged and required replacement. While replacing the ipg component, the physician elected to replace the implanted leads as well.